Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends. Root cause: insufficient info. Source: phone.

Event description:
Reported 1 false positive sofia sars result for 1 patient. It is unknown whether the patient was asymptomatic or symptomatic. Customer communicated that the result was confirmed negative by pcr testing. Attempts were made to contact the customer for more information. The customer was unable to provide further details and clarification.